Manufacturer narrative:
No product or images were returned to assist in the investigation. The zenith device has completed design-control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure in regards to endoleak, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Specifically, the IFU states the device is intended for pts with an iliac distal fixation site 10 mm in length and 7.5-20 mm in diameter. The physician indicated that the type 1b was expected because of the pt's anatomy. The physician did not treat the endoleak because of the condition of the vessel and inability to cover the right internal iliac. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per equality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
On (B)(6) 2010, a male pt underwent aaa repair. The proximal neck was angled as 50 degrees to the axis of the suprarenal aorta. The right common iliac artery was 20mm and the left was 25mm. The left internal iliac artery was coil embolized to place the iliac left graft to the external iliac artery. A main body and two iliac legs were placed and a proximal type I endoleak, possible type IV endoleak (1820334-2011-00042) and distal type I endoleak from the right (1820334-2011-00043) were confirmed by final angiography. Act was approx 350. Proximal type I endoleak was solved by placement of another MFR's stent. The physician decided not to perform any add'l procedure for possible type IV endoleak and distal type I endoleak from the right because the vessel condition was not good and he did not want to cover the right internal artery. The physician will follow the pt closely. The pt's condition is unk as not provided by reporter.